Manufacturer narrative:
Initial reporter: phone# unknown. (B)(4). Method: lens work order search. A lens work order search was performed and revealed no similar complaints were found. (B)(4).

Event description:
The customer reported the surgeon implanted an 12.6 vicmo12.6 implantable collamer lens on (B)(6) 2014 in patient's right eye and the lens was removed due to temporal iridocorneal touch and excessive vault. The lens was replaced with a longer length lens and this resolve the problem. Last ucva was 20/20.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found one haptic torn. The lens was returned dry. Medical review - review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).